Manufacturer narrative:
The device has been received. The investigation has not yet been completed. A supplemental report will be submitted with all relevant additional information.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms and a cartridge alarm. Tandem technical support performed a system check and determined that the cartridge should be changed. The customer changed the cartridge, infusion set and site. The customer's blood glucose level was 403 mg/dl and had started to decline as a bolus of insulin was administered.